Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and no defects were found. Functional testing could not be performed because the receiver was self re-initializing continuously. The case was opened for further evaluation. An interior inspection was performed and the inspection passed. Due to the condition of the device, the reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.